Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The device passed functional testing and was performing as designed. The reported condition could not be duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
This is report 2 of 2. It was reported that during setup the hand piece device was "running hot and leaking oil at the end near the base of the product". The planned surgical procedure was completed without delay as an identical spare device was available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.